Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), used neonatal arctic gel pad present. Visual inspection of the pad surface noted no obvious visible defects such as a cut or tear in the foam. Visual inspection of the clear connectors noted no visible chips and deformities at the ends of all connectors. The label on the pad was not present. The neonatal pad was individually tested. A total of 5.36 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and the circulation pump command was 30%, inlet pressure was -7.1. No water leaks were noted during testing. According to the test method, the flow rate was found to be acceptable for the returned pad. (Acceptable range 2.4 l/min. M2). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." Correction: d4.

Event description:
It was reported that two arctic sun neonatal gel pads were leaking while on a patient. Both pads were replaced. Per follow up call wit charge nurse (B)(6), the first pad was confirmed to be soaked with urine and was not leaking. She stated the second pad seemed to have been leaking water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that two arctic sun neonatal gel pads were leaking while on a patient. Both pads were replaced. Per follow up call wit charge nurse (B)(6) , the first pad was confirmed to be soaked with urine and was not leaking. She stated the second pad seemed to have been leaking water.